Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the xenon light source had error message b30, e216 and e315 with all endoscopes, also a heavy contamination was detected on the contacts of the socket. The issue occurred during an unknown procedure. There were no reports of patient injury or harm.